Manufacturer narrative:
The reported events of noise, oversensing and increase capture threshold were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures. Conductor shorting was due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, noise resulting in over-sensing, and increased capture threshold were observed on the right atrial (ra) lead. The event was resolved by explanting, and replacing the ra lead during the unrelated procedure. The patient was in stable condition.